Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient had a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Upon further review, it was determined that this event was created in error. There was no reported pump exchange for this patient on this date, no adverse event, and no device malfunction reported. Manufacturer¿s investigation conclusion: no device-related issues with heartmate ii left ventricular assist system (lvas) were reported or identified through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas no further information was provided. The manufacturer is closing the file on this event.